Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic bilateral inguinal hernia repair with mesh. He had revision surgery 11 months post-surgery. The patient experienced recurrent hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: pnp8x3 parietex plug and patch 8 cmcir x3 (lot# skl00288). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia repair with mesh. It was reported that after implant, the patient experienced recurrent hernia. Post-operative patient treatment included revision surgery and recurrence repair.